Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of bent sensor cannula. The customer's blood glucose reading was unknown. The customer stated that there was a missing electrode. The insertion site was unknown. The customer mentioned lost sensor message. The customer stated that there was a retracted sensor. The customer will be sent a replacement sensor.